Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged seeing particles in the device. The patient alleged having cancer while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to a CPAP device's sound abatement foam and alleged cancer. The initial report was filed as harm which should have been reported as product problem only.in this report which has been corrected / updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information has been added that the patient alleged visualization of particles and difficulty breathing/short of breath. Section b1, b2. G3, h1, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-89167. This report was submitted as a duplicate report of the previously submitted report.